Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
The surgeon had a set screw pop off post-op. The patient has done well and at this time he is not going to revise. Case date: (B)(6) 2020. CT scan: (B)(6) 2020. 6 month follow up still shows dislocation.